Event description:
It was reported that the c-arm was rotating uncommanded. No injury reported. The system logs were reviewed by technical support and a field engineer was dispatched to the site. It was determined that the right hand rotational switch needed to be replaced, however, all rotation switches were replaced for safety concerns. Once this was completed the system was working as intended.